Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the sensing vector was reprogrammed.

Event description:
It was reported that approximately 5 months post implant the patient received an inappropriate shocks. A noise warning had triggered for the extravascular (ev) lead due to 1 or more ventricular oversensing/noise episodes. Additionally, the extravascular implantable cardioverter defibrillator (ev-ICD) discriminator did not continue to withhold therapy which resulted in the inappropriate shock. The ev-lead and ev-ICD remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: dvea3e4 ev-ICD implant date: (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.